Event description:
Patient presented to the physician with pain at the chest incision site since the implant procedure. Imaging was performed, suspecting lead entanglement due to manual manipulation. Physician brought the patient into the or, replaced both the stimulation lead and sensing lead, re-sutured, and closed the incision. Postoperative antibiotics were prescribed after the procedure was completed.